Event description:
A vns pt reported that she has post polio syndrome and indicated that with vns therapy she feels like she is being "strangled". The pt indicated her vns device is "nearly shut off" by her treating physician. Her treating physician has recommended that her vns device be removed. Good faith attempts to obtain additional info have been unsuccessful to date. Explant surgery is likely.